Event description:
It was reported that during preparation for an unspecified procedure, the stent was noted to be "defective." Therefore, the device was not used, and another of the same device was used to complete the procedure. There was no patient contact. Multiple requests for additional information have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filled.